Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the device submitted for evaluation. Bd received one qsyte closed luer access device. Microscopic analysis of the qsyte identified a small tear in the septum wall. Additionally, leakage testing of the device did not result in a leak under standard operating parameters. The reported issue has been confirmed. Tears in the septum can occur as a result of a misalignment in the manufacturing machinery. Regular inspections of both the alignment of the machinery, and manual quality inspections of the septum are in place to control this kind of non-conformance. Tears can also occur as a result of use. Unfortunately, a lot number could not be associated with this issue, as a result a device history report could not be conducted. Because the device was removed from packaging, and additional information could not be secured without a manufacturing lot number, it not possible for our quality engineers to determine the root cause for this event.

Event description:
It was reported that fluid leaked from the bd q-syte¿ luer access split-septum stand-alone device during use. The following information was provided by the initial reporter, translated from japanese to english: "during infusion, the hcp noticed that the fluid was leaking from the housing of q-syte. The hcp thus stopped using the affected product and replaced with a new one." "The leaking solution is fluid for a nutritional purpose."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that fluid leaked from the bd q-syte¿ luer access split-septum stand-alone device during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during infusion, the hcp noticed that the fluid was leaking from the housing of q-syte. The hcp thus stopped using the affected product and replaced with a new one." "The leaking solution is fluid for a nutritional purpose."